Event description:
Disposable bovie pencil caused fire hazard. Disposable bovie lot# 131269 ignited and charred raytec sponge. All other equipment in the or was checked and the disposable bovie was identified as the cause. This item was changed twice, a new disposable bovie pencil with a different lot number was used without problem.